Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the complaint description a staff member burned his hand after taking light guide cable out of tl400 - power led rubina, opal1 nir/icg. The customer does not know which light cables were used and if karl storz light cables were used or foreign devices. The article code is unknown as well as all information according to the device.